Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. Ams - intepro y-sling was referenced, but no clarifying information is provided. The patient experienced pain, infection, worsened incontinence, urinary problems, dyspareunia, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced fistulae, recurrence, extrusion, urinary problems, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2011 by dr. (B)(6).

Manufacturer narrative:
(B)(4).